Event description:
It was reported that the ilet displayed alert 42 indicating an insulin motor current sense failure while the patient was at school, resulting in the pump not dosing insulin; the device was restarted per instructions, the alert recurred, and the device was replaced, with the patient instructed to use back-up therapy and to shut down the affected device to avoid further alerts. Symptoms included hyperglycemia as indicated by cgm readings outside the target range for a few hours without loss of consciousness or other acute effects. Outcomes included the need for back-up subcutaneous insulin via multiple daily injections, continued cgm monitoring, and replacement of the device, with no hospitalization or professional medical intervention. Investigation included remote review of device alert history and operational status, confirmation of the specific alert, and collection of use and blood glucose information. Investigation of this device revealed a motor current sensing malfunction within the insulin delivery subsystem consistent with an internal pump mechanism fault resulting in interrupted insulin delivery. It was concluded that the cause was a device malfunction related to the motor current sensing function.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.